Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and lumbar radiculopathy. It was reported the patient programmer (pp) would not turn the ins on or off, and she did not fell stimulation. Patient services had the patient get the pp out and sync with her ins. Patient described her ins was off and on group a 3.3v. Pss had the patient pressed the stimulation on button and nothing happened. Pss had patient get the ins recharger out and started a charge session, and patient saw the stimulation was on. Pss had patient get pp out again, but patient saw the ins was off, so pss had patient tried to increase and the stimulation on screen appeared. It was noted the pp stimulation on, button not working, patient did not feel stimulation, patient had poor communication happened on the call, but it was resolved through normal troubleshooting. It was noted stimulation on and button wasn¿t working. Additional information on (B)(6) 2018 from patient was received. It was stated she received her replacement controller, and patient wanted to schedule her appointment regarding adding her other programs to her pp. No further complication and no symptoms were reported.